Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple inappropriate shocks due to post-sensed t-wave oversensing. Programming changes were made. Following defibrillation threshold testing (dft), the physician elected to return programming to original settings as some signal dropout was observed during dft. The patient was stable.